Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4).

Event description:
It was reported that the patient with an artificial urinary sphincter aus experienced urinary retention and was treated for an infection. A cystoscopy performed by the physician identified urethral erosion associated with the device. A revision surgery was conducted, during which the physician confirmed that the urethral erosion was secondary to a mechanical issue. Intraoperative findings included a defect in the dorsal bulbar urethra. Flexible cystoscopy also revealed a significant bladder neck contracture. A catheter was successfully placed into the bladder, and the defect was repaired. The artificial urinary sphincter was explanted. There were no further patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for balloon is (B)(4). UDI field (d4) concomitant product UDI for pump is (B)(4). Upon receipt at the quality assurance laboratory, the returned components underwent a comprehensive evaluation. Visual inspection revealed no damage or abnormalities for both the pump and the cuff, and both passed the visual inspection. Leakage testing confirmed that the pump and the cuff showed no signs of leakage and successfully passed the test. Functional testing was performed on the pump, which also passed. The reported allegations of erosion, infection, non-vascular stenosis, tissue damage, and urinary retention are known risks associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced urinary retention and was treated for an infection. A cystoscopy performed by the physician identified urethral erosion associated with the device. A revision surgery was conducted, during which the physician confirmed that the urethral erosion was secondary to a mechanical issue. Intraoperative findings included a defect in the dorsal bulbar urethra. Flexible cystoscopy also revealed a significant bladder neck contracture. A catheter was successfully placed into the bladder, and the defect was repaired. The artificial urinary sphincter was explanted. There were no further patient complications.